Event description:
I have had capsular contracture since the implant was placed. It was placed (B)(6) 2006. Doctor removed implant did a capsulectomy and returned the same implant back in, only to have the exact same thing happen weeks later. I have severe neck and shoulder pain. Swollen lymph nodes the size of quarters in my armpits that flare up every few weeks. Headaches and ear pain. Numbness in arm and shoulder. I often feel I struggle to remember things since having these implants placed. FDA safety report ID #: (B)(4).